Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
Nurse (B)(6) reports via our sales rep, (B)(6), that the hexagonal screwdriver broke off during adjusting the screws and that the surgery could be finished using an alternate device.